Event description:
This 68 year old male pt with erectile dysfunction had co inflatable penile prosthesis inserted in 5/91. Approximately three weeks prior to admission, the implant would not inflate or deflate. On 5/4/94, during the surgical procedure to remove the prosthesis, it was noted that, on the left side, one of the tubes had detached from the tubing to the cylinder. This appeared to be a failure of a mid-area in the tubing, rather than at the junction. The right side appeared to be intact.